Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-15424 and 2938836-2019-15425. It was reported that possible inappropriate shock on a merlin transmission was observed. It was determined bigeminal rhythm in vf episode. No bigeminal avoidance in this instance due to the patient being in the vf zone. Programming changes were recommended. It was later noted that noise was observed on both ra and rv leads. On (B)(6) 2019, a lead revision was performed and leads were explanted and replaced. Lead dislodgement was also noted. Nothing done with the device. Device remains implanted. The inappropriate shocks were resolved. The patient was in stable condition before and after the procedure.